Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units multiple times and would request a minimum of 50 units to continue with the load process. The customer called back and reported they successfully loaded a new cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.